Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient will undergo revision surgery. The surgeon will be "moving" the device. According to internal registration information, a full insertion was not achieved at implantation.

Manufacturer narrative:
(Exemption number e2015033). Reportedly, the user underwent revision surgery to reinsert the active electrode array, as a full insertion could reportedly not be achieved at initial implantation. However, it remains unknown how many electrodes were left extra-cochlear and the reason for it. According to latest information received, reinsertion of the electrode could be successfully performed and no further migration has been observed since revision. Therefore, the concerned device remains implanted and will be activated in due course.

Event description:
The device was not explanted. The skin flap was revised and the electrode array was reinserted. No further migration has been observed since reinsertion. There was no accident or trauma reported. Patient will be activated in due course.